Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. Additional information indicates that the cause of noise was not determined. This rv lead was explanted and will not be returned as the hospital kept the lead. No additional adverse patient effects were reported.